Event description:
A us distributor contacted zoll to report that a patient developed blisters under the front and left therapy pad and around their left side. Patient also has a previous surgical wound and the lifevest irritated the incision. It was reported that the incision was draining. It was reported that the patient was in the hospital for surgery. There is no indication that the lifevest caused or contributed to the hospitalization. While in the hospital the patient was given antibiotics. The patient reported that the blisters healed. It is unclear if the patient was given antibiotics due to the skin irritation or the surgery. Reporting out of abundance of caution. There was no alleged device malfunction contributing to the irritation. Follow up indicated that lifevest was no longer irritating the patient's previous surgical incision.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.